Manufacturer narrative:
(B)(4), external insulation abrasion was noted at 16.5-17.3cm from the connector pin, consistent with lead friction to the device can. The inner coil was exposed at this location, consistent with the field observation of noise.

Event description:
It was reported that clinic received a merlin.net transmission showing oversensing due to noise on the nearfield and farfield channel leading to aborted charging of the ICD. The episodes appeared during weight lifting. Provocative testing in-clinic revealed only the farfield oversensing. X-ray showed that there was a bit of a pull on the lead with no other abnormalities. The lead and the device were explanted and replaced. Examination of the lead after explant showed externalization on the proximal end. The patient was stable after the procedure.